Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead showed abnormal electrical measurements during a predischarge check the day after it was initially implanted. As result, the patient underwent a procedure wherein the lead was confirmed dislodged via fluoroscopy. The implanting physician continued monitoring the patient and a few weeks later the lead was extracted. The atrial port of the implantable cardioverter defibrillator (ICD) was plugged during the revision. No additional adverse patient effects were reported.